Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter involved with this complaint had no testing performed due to the secondary issue of meter not powering on. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.